Event description:
It was reported that the ilet pump¿s screen was unresponsive despite the device vibrating on button press and swipe, and a video provided by the user confirmed the display did not illuminate. Symptoms included no clinical effects reported. Outcomes included a replacement process initiated and instructions provided to discontinue use of the affected unit and continue glucose monitoring with the cgm application or receiver. Investigation included review of user-provided video evidence and remote troubleshooting guidance and inspection of the returned device. Investigation of this device revealed a display failure consistent with a device hardware malfunction of the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was a hardware-related display malfunction.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."